Event description:
"Clips did not close properly. The dr never opened a new applier and finished the case with the applier. Pt returned with bile leak. Pt required an ercp. Spoke to surgeon today 2008, and pt is doing fine."

Manufacturer narrative:
In the absence of this subject device, it is not possible to determine the cause and failure mode. We could not review the device history record of this device due to the lot number not being provided. As a result, we are concluding our investigation and closing this incident file. This report reflects our initial and final response.